Event description:
Physician reported left side rupture and ¿modest periprosthetic liquid accumulation¿ diagnosed by ultrasound. The device has been explanted and replaced.

Event description:
Physician reported left side rupture and ¿modest periprosthetic liquid accumulation¿ diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code 4: f1905. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the anterior assessed as surgical damage. Seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Black particles were observed on the shell. White particles calcification-like were observed on the shell. No further actions are required as the device was implanted.

Event description:
Physician reported left side rupture and ¿modest periprosthetic liquid accumulation¿ diagnosed by ultrasound. The device has been explanted and replaced.